Event description:
There was an allegation of questionable results from two coaguchek xs meters. Meter serial number (B)(6) gave a result of 2.8 inr. Meter serial number (B)(6) gave a result of 3.8 inr. The patient's therapeutic range is 2.5 - 3.0 inr. The testing frequency was not provided. Two different strip lots were used to obtain the results. Clarification on which strip lot produced which results was not provided.

Manufacturer narrative:
The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.